Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 12-mar-2020.

Event description:
It was reported that the ventilator was powering off and on. There was no patient involvement. The customer troubleshot with technical support and found an error code indicating backup alarm failure in the ventilator diagnostic logs. The customer was advised to replace the central processing unit (cpu).

Manufacturer narrative:
G4: 30jun2020. B4: 30jun2020. A central processing unit (cpu) board was return for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component on the board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 the customer stated the issue was address and the unit was back in service. However, did not provide further information. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.